Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion after the "tube occlusion" was removed. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D9: (B)(6) 2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. However, fluid ingression due to the dso seal degradation was identified. The most likely cause of the reported error is the dso sensor. The dso sensor and dso seal were replaced to resolve the reported issue.